Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen 500 mcg/ml (unknown dose) via an implantable pump for intractable spasticity. It was reported that the hcp confirmed that there was an alert for pump motor stall and recovery and that this was the first pump update since tablet software was updated. The agent reviewed info related to the motor stall recovery alert. The agent asked if the patient had magnetic resonance imaging (MRI) since implant of the pump and the hcp answered n/a.